Event description:
Once pt's procedure was complete, the anesthesiologist was waking the patient up from anesthesia. Anesthesiologist used the qed-100 device to assist in waking the patient up faster. This device is designed to absorb the gas faster and raises the end title co2, which makes the patient spontaneously breathe on their own. After pt's airway was removed, the patient had difficulty breathing. The qed-100 device was immediately taken off and the patient's airway was secured with a laryngeal mask airway (lma). The lma was removed shortly after, at which time the patient began to breathe normally on their own.